Event description:
It was reported that the colonovideoscope exhibited a scope connection error. The event occurred during the reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 (scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the connector component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.